Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgical technician reported a patient with diffuse lamellar keratitis (dlk) in the left eye one day post lasik. An oral steroid was prescribed, topical steroid dosage was increased and a flap lift and rinse was performed. Patient noted good vision. Upon follow up, it was noted dlk has resolved.